Manufacturer narrative:
The report event of low speed operation was confirmed based on the data retrieved from the returned system controller; however, a root cause for the reported event could not be conclusively determined. No further issues have been observed after the patient¿s system controller was exchanged and the patient currently remains ongoing on pump support. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The device operated on a mock circulatory loop without any notable event captured in the event history screen or notable change in the pump power values. No device functional issue was identified during analysis. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 21 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, a few atypical suction events were observed where the pump speed dropped to around 2000 rpm. System controller log files were submitted and reviewed by the manufacturer's technical services representative. The log file captured several reductions in pump speed below the set low speed limit. The speed drops did not appear to be device related. The system controller was exchanged. The patient was asymptomatic. As of (B)(6) 2016, it was reported that no further issues have been observed after the system controller was exchanged. The health care professionals reported that there were no clinical issues that led them to believe the issue was patient related. No additional information was provided.